Event description:
Event: (cc# 98-00534) the "gas loss" alarms sounded from the pump. The iab was not inflating properly. The pump was changed but the iab still did not inflate properly. The iab was removed and a second iab was inserted. No iab was ever returned to datascope for evaluation. [Event complications]: unknown - reported 4/30/98. [Patient's current status]: unk - rpt'd 4/30/98.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation. This follow-up MDR was mailed to the FDA on 10/13/98.